Manufacturer narrative:
This supplemental report is submitted to correct the aware date in the previous report. The correct aware date is 4-jan-2025.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device main board assembly, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The main board was replaced and the device passed all testing.

Event description:
It was reported that the device was showing 45639 error code. The event occurred during start up.